Event description:
The customer alleges that the circuit has a split in the seam. The tech noticed this alleged defect before installing on the ventilator. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.